Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic heart catheterization procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior cuff successfully captured the needle during the plunger deployment. However, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported product experience is confirmed. A link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The suture was returned intact. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the proxy plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to a link pull. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to be pulled from the posterior cuff. Based on the reported information and analysis of the returned device, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.